Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side possible rupture, "lost shape, bottomed out, painful and coming out underneath muscle but not through skin". Additionally, healthcare professional reported "patient's concern with the product". Device has been explanted.